Event description:
It was reported the patient is deceased. It was further reported that post implant of the epicardial leads and left abdominal pacemaker insertion the patient developed acute renal failure with likely acute tubular necrosis. Six days later the patient's heart rate increased and blood pressure dropped. The decision was made by the family that the patient was to be a do not resuscitate/do not intubate and the patient died. The patient was a participant in the wrap-it clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information obtained reported the patient developed pulseless electrical activity. As the patient was a "do not resuscitate" resuscitation efforts were stopped. The primary cause of death was reported as: pulseless electrical activity with cardiogenic shock ventricular tachycardia and ischemic cardiomyopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.